Event description:
This is a spontaneous case report received on 05-may-2016 from a health professional via regulatory authority (case# mw5061467) in united states. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that patient had a tlh (interpreted as total laparoscopic hysterectomy) secondary to rlq (right lower quadrant) pain and thought it was due to essure. At the time of laparoscopy, essure coil tip was found through left tube and was visualized partially in abdomen. Essure removal date was provided as (B)(6)-2016. Follow-up received on 23-may-2016: quality safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during a laparoscopic hysterectomy essure coil tip was found through left tube and was visualized partially in abdomen. The reported event, regarded as fallopian tube perforation, is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain during and after the procedure. In this particular case, patient had right lower quadrant pain and was submitted to a laparoscopy. During the surgery a left fallopian tube perforation was found. Considering event's nature and based on essure's safety profile, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 20-jun-2016: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during a laparoscopic hysterectomy essure coil tip was found through left tube and was visualized partially in abdomen. The reported event, regarded as fallopian tube perforation, is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain during and after the procedure. In this particular case, patient had right lower quadrant pain and was submitted to a laparoscopy. During the surgery a left fallopian tube perforation was found. Considering event's nature and based on essure's safety profile, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. No further information is awaited.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.